Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was part of a system revision due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
Correction to the bsc aware date from (B)(6) 2017 to (B)(6) 2023.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was part of a system revision due to infection. There were no additional adverse effects reported.